Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and was successfully activated. The recipient will be followed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experienced bleeding at the incision site. The recipient was treated with a pressure bandage using ear dome.